Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed the error "an unexpected service operation error occurred" when the user logged in to pull medications. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an unexpected service operation error had occurred. A technical support specialist (tss) had remotely accessed the station and confirmed that the station was up and running. The case was closed due to no response received from the customer. The system functioned as intended after technical support specialist investigated the issue.